Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported the pump switched off unexpectedly and without any alarm/warning. Patient stated she replaced the battery and afterwards the pump started up with an error 8 which could not be confirmed. No adverse event reported. Requested return of the alleged pump for evaluation.